Event description:
It was reported that the customer had a lost sensor alert. Customer also had a failed self test and a communication error alarm. Pump was located within 6 ft. Customer wore the pump at the same body site. Customer will monitor. No additional information provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.